Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03080. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 12 months. Manufacturer's investigation conclusion: review of the submitted log file data confirmed the reported occurrence of multiple pi events; however, a specific cause for the captured pi events could not be determined through this evaluation. The system controller event log file contained approximately 19 hours of data from (B)(6) 2017 15:12:18 - (B)(6) 2017 10:24:29, per the timestamp. 118 pi events were captured throughout the log file; however, the actual motor speed remained above the low speed limit for the duration of the log. The system appeared to be operating as intended with stable pump parameters and no atypical alarms or events were recorded. The center stated that the pi events were likely related to patient condition rather than a device issue as they occurred during surgery. No diagnostic tests were performed in reference to the pi events. Information provided by the account on 11jan2018 indicated that the patient was discharged to a rehabilitation hospital. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU explains: ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent an unspecified surgical procedure. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pulsatility index events. Log file analysis did not reveal any device issues. Additional information regarding reason for surgical procedure and if it was associated with the lvad system was requested but not yet provided. Additional information: it was reported that the two surgical procedures that the patient underwent was a posterior bilateral pedicle screw instrumentation l2-s1 with a minimally invasive percutaneous approach and posterior lumbar arthrodesis l2-s1. Pulsatility index (pi) events were likely related to patient condition, during surgery and no further test done in reference to the pi events. The patient was discharged to a rehabilitation hospital.